Event description:
It was reported that the explanting facility does not returned explanted devices for analysis. The generator and lead were discarded and will not be recieved for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that during generator replacement surgery, high impedance was observed and the lead was also replaced. An implant card was received which indicated that the lead impedance with the new generator and new lead was within normal limits. Clinic notes dated (B)(6) 2013 note that the patient was hit from behind in a motor vehicle accident two days prior. Clinic notes dated (B)(6) 2013 note that the impedance shows error and generator issue and that the vns needs to be replaced. The explanted product have not been received to date. Attempts for additional information have been unsuccessful to date.